Event description:
Customer reported experiencing a past low blood glucose event, with a low blood glucose (bg) level of 44mg/dl. Cause was not known. The customer managed the situation by consuming orange juice and candy and manually suspending insulin until blood glucose increased to approximately 200 mg/dl. They also changed the cartridge and infusion set and then resumed insulin delivery. Control-iq feature was turned on during the event. Customer was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.